Event description:
It was reported by service report that the nurse call was not working due to low battery. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.